Event description:
Overdelivery reported. The pump was set to infuse atracurium in a 10mg/ml concentration at approx 4mcg/kg/minute for an operative procedure. The crna reports that "the pump delivered approx 10 ml in less than one-half hour." The pt was given full reversal with robinol and prostinmine. She then required an extra 30 minute stay in the recovery room with t-piece ventilation. She recovered without further intervention and did not experience any adverse sequelae.

Manufacturer narrative:
The pump was received and tested by our technical engineering staff. The pump powered on normally with a program on side a. The pump was then programmed for the same program of atracurium, concentration 10mg/ml, weight 129 lbs., container size 60ml, and infusion rate 2 ug/kg/min for both sides. Infusion tests were run on both sides without any alarms and within specifications. The expected amount on side a was 60ml and the measured amount was 58.75ml. The percent of error was -2.1%. The expected amount on side b was 60ml and the measured amount was 60.2ml. The percent of error was +0.33%. An additional test was run using the reported rate of 4ug/kg/min. The pump infused for 34 minutes and the amount delivered was less than 1ml as expected. The power supply was also returned with the pump. The power supply was hard to get connected and was found to be intermittent, however, it did power the pump on.